Manufacturer narrative:
The serial number of the device was not identified. No log files were available for analysis. Hypotension is a well known and documented potential side effect of hemodialysis. The patient did not require medical intervention related to the reported symptoms. No additional information will be provided.

Event description:
A report was received on (B)(6) 2016 of a (B)(6) male patient with a history of hospitalization for hypotension, fatigue and reduction of dry weight unrelated to nxstage products or therapy. On (B)(6) 2016 the patient underwent hemodialysis treatment with nxstage system one and experienced worsening of hypotension and fatigue which was reported to have prolonged the patient¿s hospitalization. The patient was discharged on (B)(6) 2016.